Event description:
It was reported that a patient underwent a breast reduction procedure on an unknown date and suture was used. Two weeks later, the dressing was removed and the patient used smith and nephew solvent remover to remove adhesive. The patient went to the doctor with a wound dehiscence and desiccated tissue and the surgeon found that the suture was gone. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.